Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the lower extremity. A 300cm, 8cm v-18¿ control wire¿ guide wire was advanced to the lesion. However, it was noted that tip of the wire was broken in the end of the catheter. The broken tip was removed and nothing left inside the patient. No patient complications were reported and the patient's status was fine.